Event description:
It was reported that the patient was not feeling an adequate stimulation. It was also noted that the ipg was difficult to charge and was turning off on its own. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released from the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago.